Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ''buzzing" and "feels'' dual chamber pacing when implantable pulse generator (ipg) inap propriately switches from managed ventricular pacing (mvp) to dddr. The ipg mode switches seem to occur when right ventricular (rv) capture management is running. The device then switches back to mvpr per successful conduction check. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming was carried out on the implantable pulse generator (ipg) and ventricular capture management was turned off.